Manufacturer narrative:
Engineering evaluation: the events hypersensitivity and swelling are already addressed in the labeling. The events anxiety and difficulty breathing are associated with the hypersensitivity. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14563. Pharmacovigilance comments: the reported events were considered serious and possibly related to the treatment. The events of hypersensitivity and swelling were expected and the events of dyspnoea and anxiety were unexpected. Anxiety could be a cause of dyspnoea or vice versa. Other potential etiologies to the events include concomitant medication with lisinopril. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. Distribution comments: this case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-mar-2017 and a follow-up report on 07-mar-2017 by a registered nurse (rn) which refers to a (B)(6) female patient. The patient's medical history was not reported. Concomitant treatments included lisinopril [lisinopril]. The patient had previously received treatment with 10.5 juvederm ultra plus xc in an unknown location in 2012, in the marionette lines 2014, and in the nasolabial folds in 2017, a belotero injection in an unknown location in 2013, and restylane silk in an unknown location on (B)(6) 2016 with no reported adverse events. On (B)(6) 2017, the patient received treatment with 0.5 ml of restylane silk (lot 14563) to the lips with an unknown needle type, using an unknown injection technique. One hour after the injection, on (B)(6) 2017, the patient experienced an allergic reaction (hypersensitivity), further described as swelling(swelling) in the face, tongue, cheeks, and lips. The reporter stated the allergic reaction progressively worsened and the patient had possible trouble breathing (dyspnoea), however it could have been possible anxiety(anxiety). The reporter stated the patient went to the emergency room and was treated with benadryl [diphenhydramine hydrochloride] and a medrol dose pack [methylprednisolone]. The swelling had come down after this treatment. The patient was seen in the injector's office on 02-mar-2017 and the lips were not swollen, but her face was still a little swollen. Outcome at the time of the report: allergic reaction and swelling was recovering/resolving. Trouble breathing and anxiety was unknown.